Event description:
The doc drill was received and examined by dupuy acromed's quality assurance dept. According to the surgeon, the drill guard appeared to have slipped, causing the drill to jump. There were no adverse consequence to the pt. Visual inspection showed that the drill was in good condition. All critical reference dimensions regarding the drill and the drill stop guide were inspected and found to conform to specifiction standards. Both the inspection instructions and device history records were reviewed and no discrepancies were observed. The cause of the event was most likely due to the drill collar on the drill stop guide not being tightened adequately. When the drill stop guide is properly tightened, it locks the drill guide in place prior to insertion. If it is not tightened completely, the drill guide will slip when drilling the hole. A complaint history analysis was performed and no other complaints of this kind have been reported. This is an isolated incident that was most likely caused by not fully tightening drill stop guide to the point where the drill guide locks in place.